Manufacturer narrative:
Despite several attempts to collect requested information, the user has not provided the data. However, the concerned system is running on old software version (va20d). It is known that the customer refused or cancelled several software updates. The system is approved to update to version va20h (distributed via an update instruction ax078/20/p). It is strongly recommended to update current software to a higher version.a possible general error, which would require corrective action of the installed base, could not be identified by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the cios fusion system. During an interventional procedure, the device suddenly automatically shut down and then restarted. Following the restart, the system could not enter the operating system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).